Manufacturer narrative:
The information received states that the smart control stent was deployed distal to its intended location after experiencing difficulty deploying the stent via a contralateral approach. The target lesion was the left external iliac artery with mild calcification and vessel tortuosity and an 80% stenosis. The smart control sds was delivered to the target lesion smoothly and stent deployment was attempted via the deployment lever, but the stent could not be deployed as the lever was hard to pull back. Therefore, the stent was released by rotation of the turning dial but again friction/resistance was felt while using the deployment lever. The stent was finally deployed; however, it was placed 30mm distal to the intended position. The shaft of the sds was held straight during attempted deployment and no unusual force was used. The target lesion was post-dilated without placing an additional stent and the procedure was completed. There was no reported patient injury. One non-sterile pkg smart control, iliac 8x40 was received coiled inside two plastic bags. Unit was deployed. Locking pin and stent were not received. Two kinks were detected at 6.4 cm and 9.2 cm from ID band. One kink was detected in ID band. Blood residues could be observed. No other anomalies were found. Usable length was measured and was found within specification. Since stent was not received functional analysis was not performed; however the "deployment difficulty-inaccurate placement", "rotation difficulty" and "sliding difficulty" process were performed without the stent and no anomalies were found during the analyses. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kink" condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could have contributed to this condition. The reported "deployment difficulty-inaccurate placement", "rotation difficulty" and "sliding difficulty" by the customer could not be confirmed; since the functional test were performed and no problems were detected. The exact cause of the failures could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failures are related to the manufacturing process. Therefore no actions will be taken. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. The IFU also states to verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion, to ensure that the introducer sheath does not move during deployment and remove the locking pin from handle. Then, initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. In order to provide a complete analysis of the reported issue of "stent jumping" during deployment live case films of the actual deployment are required, or at the very least, high resolution films of the deployed stents showing individual stent struts with and without contrast. To date these films have not been provided by the account. It is possible that the operator's interaction with the sds may have contributed to the reported event if the steps listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. Vessel characteristics and procedural handling addressed in the IFU may have contributed to the event.

Event description:
The information received from the affiliate states that the smart stent was deployed distal to its intended location after experiencing difficulty deploying the stent. The patient was male but age was unknown. The target lesion was left external iliac artery. Mild calcification and vessel tortuosity, the rate of stenosis was 80%. Approach was made contralateral. The products were properly inspected and prepped and no anomalies were noted. After the target lesion was crossed with a 0.014 cruise guidewire (sjm) without problem, pre-dilatation was conducted with 5x40 sterling balloon catheter (bsj). Smart control (complaint product) was delivered to the target lesion smoothly. Stent deployment was attempted by a deployment lever, but the stent could not be deployed as the lever was hard to pull back. Therefore, the stent was released by dialing but again friction/resistance was felt while using the deployment lever. The stent was finally deployed but it was placed at 30mm distal to the intended position. The shaft of the sds held straight during attempted deployment. The target lesion was dilated by the sterling again without placing an additional stent. The procedure was completed without other problem. The physician also commented that friction/resistance was felt even while using the dial. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant products: 0.014 cruise guidewire (sjm), 5x40 sterling balloon catheter (bsj).